Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the user facility and the surgeon. Trends will be evaluated. This report will be amended when the investigation is completed. This is the same event as 1043534-2007-00198, 00199.

Event description:
Allegedly tibia hinge appeared broken on the medial side.